Event description:
Reporting status: malfunction. Reporting rational: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that during an attempt to cross the lesion, the guide wire separated in two pieces. There was no report of invention or patient injury. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary - quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated at the distal end of the hypotube. A piece of the core remained in the hypotube. There was a kink in the hypotube 2 mm proximal to the distal end of the hypotube. There was a kink in the core 1 cm distal to the separation. There were two tears in the blue polymer, at the kink for a length of 2 mm and 1 cm distal to the kink for a length of 1 cm. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shipping ribbon were intact. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.